Event description:
Allegedly patient reported having a heavy fall some time previously on her right knee. It appears this resulted in a fracture of the medial condyle of the implant and the patient's femur. At the time of the revision, the fracture had actually healed. Femoral component removed without too much difficulty. Replaced with a primary component. Insert damaged from the broken femoral component so also exchanged.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Additional information has been requested. This report will be amended when the investigation is complete. This is the same event as 1043534-2008-00105. This event occurred in another country.